Manufacturer narrative:
The device was returned to philips investigation laboratory. The device has been visually inspected by the manufacturer. The manufacturer able to confirm the evidence of foam degradation or breakdown. The manufacture also found evidence of water ingress in the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. During device evaluation the manufacturer found evidences of foam degradation and previous water ingress.